Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device in good condition with no appearance of any physical damaged. The pump event history showed an a2d reference voltage background (bgnd) test error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, during power up process. Unable to duplicate the customer reported problem at power up, pump was operated as intended. Unable to determine the intermittent of the error and the blank screen. The root cause of the reported issue was unable to be determined, no physical or any other damaged was found on main board. The technician replaced the main board for preventive. Performed power up process and all functional testing which passed.

Event description:
It was reported that a system failure and a2d failure test (blank screen) was observed. No patient injury was reported.